Event description:
It was reported that the device had a comm board failure. No patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 01jul2014 to the present date 16dec2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a comm board failure. No patient involvement.